Event description:
It was reported that the system 9800 's c-arm would not initialize. There was no adverse pt involvement reported. There was no further pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that there were damaged pins on the interconnect cable. The cable was replaced. The system was tested and found to be working as intended and placed back into service.